Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including replacement of the peristaltic head tubing and nozzle, #1, #4 & #5 which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending for the architect c8000 did not identify any trends with the complaint issue. A review of tracking and trending for the peristaltic head tubing, and nozzle, #1, #4 & #5 did not identify any trends. Device history record review did not show any non-conformance's or potential non-conformance's for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the peristaltic head tubing, and nozzle, #1, #4 & #5 was identified.

Event description:
The customer observed falsely depressed calcium (ca), sodium (na), and carbon dioxide (co2) results generated on the architect c8000 processing module for multiple patient samples. The following data was provided: calcium initial result = 5.0 mg/dl, repeat result on another instrument = 9.3 mg/dl (reference range 8.4 ¿ 10.5 mg/dl) na initial result = 120 mmol/l, repeat result on another instrument = 141 mmol/l (reference range 136 ¿ 145 mmol/l) co2 initial result = 20 meq/l, repeat result on another instrument = 23 meq/l (reference range 20 ¿ 31 meq/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed calcium (ca), sodium (na), and carbon dioxide (co2) results generated on the architect c8000 processing module for multiple patient samples. The following data was provided: calcium initial result = 5.0 mg/dl, repeat result on another instrument = 9.3 mg/dl (reference range 8.4 ¿ 10.5 mg/dl). Na initial result = 120 mmol/l, repeat result on another instrument = 141 mmol/l (reference range 136 ¿ 145 mmol/l). Co2 initial result = 20 meq/l, repeat result on another instrument = 23 meq/l (reference range 20 ¿ 31 meq/l). No impact to patient management was reported.